Event description:
The lay user/patient called lifescan (lfs) in 2008 and alleged that one touch ultrasmart meter was giving inaccurate low results. The medical affairs specialist is classifying the complaint based on available info, as the pt could not be contacted by phone to obtain the add'l info. The pt mentioned that the reported issue started on twelve days before. He reported of receiving a reading of 131 mg/dl on the reported lfs meter sometime during the issue. He alleged of developing blurry eyes and frequent urination sometime after the issue. He denied receiving medical intervention due to the reported issue. He was not tested on another device at the time of concern. A quality control test was performed during the troubleshooting call with passing result. The customer service agent (csa) verified that the pt was using correct technique to test and to clean the puncture area, he was reading the meter right side up, the sample was collected from an approved source, and the unit of measurement was set correctly. A control solution test was performed during troubleshooting with passing result. This complaint is being reported as an adverse event, as the pt allegedly developed the symptoms indicative of hyperglycemia sometime after the reported issue started.

Manufacturer narrative:
Lifescan has requested the return of the subject products for eval, but has not yet received it. If the products will be returned, lifescan will evaluate it and, if it does not pass inspection, lifescan will inform FDA of the results in a supplemental report.